Event description:
It was reported that the balloon burst. The patient underwent angioplasty procedure. The 80-85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50mm x 12mm maverick balloon catheter was advanced for pre-dilatation. However, during the third inflation at rated burst pressure of 14 atmospheres for 10 to 12 seconds, the balloon burst. The device was retrieved back, and pre-dilatation was performed using another balloon, and the procedure was completed. There were no patient complications, and the patient fully recovered.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).